Manufacturer narrative:
This report is submitted on 13 march 2020.

Event description:
Per the clinic, the patient experienced a performance decrement with device use resulting in explant of the device on (B)(6) 2020.